Event description:
An endeavor sprint rapid exchange (rx) drug eluting stent was implanted in the left main during the index procedure. Patient was asymptomatic / free of symptoms at 30 day, 6 month, 1 year, 1.5 year, 2 year and 2.5 year follow up's. It is reported that the patient expired approximately 3 years post index procedure.

Event description:
It is reported that the patient death was sudden. It was confirmed that the patient suffered from heart failure. Acute abdominal laparotomy was planned due to air in the abdomen on x-ray. Patient died before the acute surgery, mesenteric artery thrombosis was suspected. It is not assessable if the event was related to the study stent.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (death).

Manufacturer narrative:
(B)(4).